Manufacturer narrative:
No cracked damaged around display window. However, device received with cracked case from battery tube through bottom casing. Device received with cracked reservoir tube lip, scratched case and severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there were cracks around the display window. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.